Manufacturer narrative:
Product analysis: analysis was unable to reproduce the connection problems with the analyzer noting that it passed functional and bench tests, though analysis did find that the analyzer patient connector was very damaged. The analyzer was sent back to the customer unrepaired as it was unable to be repaired at the service center. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were connection problems with the analyzer and occasionally after opening the analyzer a message would appear stating that connection was lost. The analyzer was returned for service. There was no patient involvement.